Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: degenerative disk disease; lumbar instability; lumbar spinal stenosis, l4-5, l5-s1. The patient underwent following procedures: wide lumbar decompression, l4-5, l5-s1; bilateral spinal fusion, l4-5, l5-s1; stabilization with spinal instrumentation; posterior lumbar interbody arthrodesis with threaded bone prosthesis, l4-5, l5-s1; use of autologous bone graft; use of bmp bone graft extender; placement of a spinal stimulator; left iliac bone graft; reconstruction of the left iliac crest with macropore lattice. No intra operative complications were reported.